Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with angina and abnormal stress nuclear test with inferior ischemia and was referred for cardiac catheterization. The target lesion was an in-stent restenosis located in mid right coronary artery (rca) with 75% stenosis and was 20 mm long with a reference vessel diameter of 3.50 mm. The lesion was treated with pre dilatation and placement of a 3.50 x 28.00 mm promus element plus stent. Following post dilatation, the residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the site reported an event of coronary artery disease and cardiac catheterization was performed. On the following day, the 95 to 99% in-stent restenosis in the mid rca was treated with balloon angioplasty and placement of a 4 x 16 mm synergy stent. Residual stenosis was 0% and timi flow improved from 2 to 3. The event was considered as resolved and the patient was discharged on aspirin and clopidogrel on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.50x28.00 mm promus element plus stent that was implanted in the mid rca was patent.